Event description:
It was reported that the patient has been scheduled for surgery to reposition his generator. Additional information was received noting that the generator has migrated to the patient's armpit region. The patient also complained of a stinging pain over the generator site that will occasionally radiate to his neck and arm which was attributed to the device migration. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.) H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code: e1623.

Event description:
Additional information was received that high impedance was seen again and the generator was disabled. X-rays were taken and showed no gross lead fractures; the x-rays have not been received by the manufacturer for review. The patient was referred for a lead revision. No known relevant surgical intervention has occurred to date.

Event description:
Additional information was received noting the patient underwent a revision procedure to reposition his generator. During the procedure, the silicone tubing was noted to be falling off the lead; at the same spot where the patient was experiencing pain. The patients lead was not explanted, however it was noted that the physician will see if the patients pain or seizures worsened (no allegation of an increase in seizure activity). It was also stated that the patient has been experiencing the reported pain for roughly 1 year. Additional information was received from the physician, who confirmed the date the patients pain was first reported, but noted she believes the pain started between april and october. The report of pain at the electrode site and abraded insulation on the lead are reported in MFR report #1644487-2024-01581. No other relevant information has been received to date.